Event description:
It was reported that a request was made to review the shock impedance trend for this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead. Technical services (ts) reviewed the trend and indicated that while the average shock impedance value was not persistently elevated, an out of range measurement was observed, with a value of approximately 134 ohms, which subsequently returned to values within range. Ts noted that variability in shock impedance measurements may occur based on daily measurement timing and confirmed that no noise was observed on the shock electrogram. This crt-d lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.